Event description:
It was reported that the physician requested assistance looking at the impedance and threshold of the right ventricular (rv) lead. The rv lead showed high threshold and high impedance. The lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1, implantable pulse generator, (B)(6) 2012; 5076-52, implantable pacing lead, (B)(6) 2006. (B)(4).